Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error 41541. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. It was reported there was an error 41541. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log recorded report error code too many times. The probable cause was the main board. The mainboard was replaced to resolve the report error. The device passed all functional tests after the repair.